Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that her CPAP machine does not seem to be producing as much air as it used to. Pink build up has been present in the water chamber for several years. Patient's health has been declining and now has bronchitis. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.